Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that arm 3 was at its rotational limit. The clinical sales rep (csr) reporting the issue had the staff reseat the drape and power cycle the system, but arm 3 did not move correctly. The staff moved the arm out of the way and the surgeon proceeded with x3 arms only. The intuitive tech support engineer (tse) reviewed the system logs, but did not see any associated errors. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer service representative (csr) had the staff reseat the drape and power cycle the system but arm 3 did not move correctly. At this point, the staff moved the arm out of the way and the surgeon is proceeding with 3 arms only. Technical support engineer (tse) was reviewing system logs but did not see any associated errors. Csr then stated that the site sent them a message about arm 3 being at its rotational limit. Csr rotated arm back to neutral position. No more issues. The system was working properly and no additional action was required as the issue was resolved.